Manufacturer narrative:
This report is being supplemented to provide corrections to d4 lot no., d4 expiration date, and h4.

Event description:
No new information provided.

Event description:
During device evaluation, it was found that the thunderbeat's tissue pad had peeled. There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the device's pad peeled off due to the following mechanisms: a seal and cut output was performed when the gripper was not holding anything (including after tissue had been cut), causing part of the tissue pad to peel off. As part of the tissue pad peeled off, the non-insulated part came into contact with the tip of the probe. As a result of the seal and cut output being performed in this state, scratches (contact marks) appeared on the tip of the probe and gripper, indicating that they had come into contact with each other. Additionally, an error occurred, and it became impossible to pass electricity. However, the root cause of the reportable malfunction could not be specified. The event can be detected/prevented by following the instructions for use which state: drawing number and revision number of IFU: rc3001 09. Do not close the gripper and perform the seal and cut output when there is nothing being gripped between the gripper and the probe tip, or when it is not possible to confirm that the gripped biological tissue or blood vessel has been incised. This may lead to abnormal heat generation caused by friction between the gripper and the probe tip, which may cause the gripper and the probe tip to break, deform, or fall off, or part of the tissue pad to peel off, resulting in severe wear. When treating biological tissue or blood vessels in the seal and cut mode, apply light tension to make the incision visible. Also, once the incision is complete, stop output immediately. Otherwise, abnormal heat will be generated due to friction between the tissue pad and the tip of the probe, which may lead to damage, deformation, or detachment of the gripping part (both the stainless steel and fluororesin parts) and the tip of the probe, or part of the tissue pad may peel off. When using in combination with a generator other than the ultrasonic coagulant cutting device (usg-400), refer to the instruction manual for the generator. If an abnormality occurs, take action according to "chapter 8: if an abnormality occurs" in the instruction manual for the ultrasonic coagulant cutting device. Olympus will continue to monitor field performance for this device.